Manufacturer narrative:
This is MDR is related to ge healthcare (B)(4). The ge service rep tested the system and could not duplicate the problems described. He checked the power supply voltages and all connector and pcb seatings. He did not find the keyboard giving multiple entries event when hitting keys very quickly. He replaced the keyboard assembly. The keyboard is no longer giving multiple entries. The system was extensively tested and is currently operating as intended.

Event description:
The customer reported that the c-arm acted as if it was imaging but there was no image displayed. Also the unit keeps beeping and was giving keyboard error messages. No pt injury was reported.